Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2024. Information was received on 2024-jul-15. It was reported that the patient had been in the hospital for feeling dizzy, confusion and dehydration. The patient reported that they were now experiencing retention which has never happened before and they had to use a catheter. Additional information was received on 2024-jul-16. The patient stated that they had been in the hospital but did not expand on why. Additional information was received on 2024-jul-17. It was reported that the patient was in the hospital. No further information provided. Additional information was received on 2024-jul-18. The patient had the catheter removed and was discharged from the hospital yesterday. Additional information was received on 2024-jul-22. The patient was experiencing diarrhea. Additional information was received on 2024-jul-24. The patient stated that they were in the hospital.